Event description:
In 2008, the pt reported receiving several e4 (occlusion) errors at 4:00 am. He stated that he cleared the error each time, but he did not change the infusion tubing or infusion site. The infusion tubing had been in use for 4 days and the infusion site had been in use for 1.5 days. By 7:30 am his blood glucose was elevated to 300 mg/dl and he bolused via syringe. His normal blood glucose range is 80-110 mg/dl. To troubleshoot, he was instructed to disconnect from his infusion site and to perform a prime. He rec'd an e4 error. He was instructed to replace the infusion tubing, infusion site, and insulin cartridge and he was able to clear the error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.